Event description:
Additional information received reported the concentration of the remodulin was 10mg/ml and the dose at the patient¿s last refill on (B)(6) 2014 was 10.821mg/day. There was no indication the dose was changed. The root cause of the discrepancy was unknown and no tr oubleshooting, interventions, or other actions were performed. It was previously reported the patient did not report any return of symptoms at this refill visit and nothing new was reported regarding patient status. If additional informationis received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
At the patient¿s refill, interrogation of the pump indicated that the expected volume of remodulin in the reservoir was 2.2ml; however, it was estimated that 11.8ml was withdrawn by the nurse. The refill took place as scheduled and the patient had no symptoms related to the event. It was noted that the cause of the discrepancy was under investigation.

Manufacturer narrative:
(B)(4).